Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on, however, the lcd display looked cracked and had lines across the screen. The lcd was replaced and the unit functioned as designed.

Event description:
It was reported that the device had a problem with the screen. There were no consequences or impact to the patient.